Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the delivery catheter system (dcs) was received without a valve loaded within the capsule. The device was received with the capsule partially opened. The capsule appeared intact with no evidence of damage. There was a bend to the stability shaft. The handle appeared intact. The device was returned with the end cap/screw gear snap fit connected. The deployment knob appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. The tip-retrieval mechanism appeared intact. The inner member shaft and spindle hub appeared intact with no evidence of damage. A 0.035-inch guidewire was backloaded through the nosecone and met resistance at 112.5cm proximal to the nosecone, just under the strain relief. The guidewire was able to be advanced past the area of resistance. There was no damage visible to the strain relief and surrounding area. The front grips were removed and the stability shaft was moved distally to expose the outer shaft. An area of slight deformation was visible at 112.5cm proximal to the nosecone on the outer shaft. The area around the deformation site was cut away from the rest of the dcs. The middle member was removed from this cut away section and a dent was visible to the area of the middle member beneath the outer shaft deformation site. There was a slight bend to the middle member and outer shaft, beginning at the location of the dent/deformation on each. The reported event for miscellaneous, dcs could be confirmed in the analysis due to resistance being felt when loading the guidewire and the presence of damage to the outer shaft and middle member. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, when the delivery catheter system (dcs) was introduced over the non-medtronic guidewire, the wire stuck in the middle of the dcs. The system was removed by withdrawing the dcs back over the wire and the valve was loaded onto a new dcs and implanted without any problems. Of note, it took 2 minutes to withdraw the dcs over the wire. There was a procedural delay of about 10 to 20 minutes due to loading a new valve. No adverse patient effects were reported.